Event description:
During a lap cholecystectomy procedure, the device would form clips properly on the cystic artery, but the clips would then unform and come off. The surgeon pulled another device and completed the case without patient consequence.